Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a bluetooth connection issue between the transmitter and g5 mobile application. Patient verified that the smart device was not in airplane mode, had no applications running in the background. Patient was advised to uninstall and reinstall the g4 application, reset smart device, close all running applications, and still could not establish connection. No additional patient or event information is available.